Event description:
The device was used during a colon resection. The instrument would not open. The surgeon forcefully removed the device from the application site and damaged the tissue. Another device was used to complete the procedure. The hosp has reported that no pt injury occurred.